Event description:
It was reported that the patient was seen because he felt pacing. The device exhibited no capture and the impedance had decreased. Suspicion of perforation was confirmed via chest x-ray and magnetic resonance as a partial perforation. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.